Manufacturer narrative:
(B)(4). Physio-control evaluated the customer¿s device and verified the reported issue. Physio observed that the device was unable to complete a boot cycle and displayed a white screen. Physio replaced the user interface pcb assembly. Thereafter proper device operation was observed through functional and performance testing and the device was returned to the customer for use. Physio-control further evaluated the removed user interface pcb assembly and determined that the pcb was the cause of the reported issue; however further component cause could not be determined.

Event description:
The customer contacted physio-control to report that their device displayed a white screen upon device boot up. This is an indication that the device may be inoperable and defibrillation therapy would not be available if needed. There was no patient use associated with the reported event.